Event description:
It was reported that treatment was performed on an internal carotid artery aneurysm. The gdc ultrasoft coil was positioned inside the aneurysm and an attempt was made to detach the coil using the power supply. Removal of the pusher wire was performed under fluoroscopy. However, upon withdrawal of the microcatheter, it was noted that the proximal end of the coil had not detached from the pusher wire and subsequently stretched and separated in the parent artery. A stent was deployed to secure the stretched segment of the coil to the vessel wall. The patient was reported to be doing well.

Manufacturer narrative:
Failure/delayed detachment of coil from pusher wire after power supply was used.